Event description:
The event is reported as: clip could not be loaded accurately into the applier jaws, therefore, it fell out of the jaws. No injuries reported.

Manufacturer narrative:
No product will be received for investigation. A f/u investigation report will be sent when completed.